Event description:
Physician used the angiosculpt device for the first time and was successful. Physician removed the device from the pt and tried to use it for the second time but the tip fell off the balloon. The angioscore rep followed up with the hospital and was informed by the manager that the tip of the balloon did not fall off but the shaft separated from the device.

Manufacturer narrative:
Pt info is not available. Attempts to obtain the pt info has not been successful. Date of event is unk. Attempts to obtain the info has not been successful. The angiosculpt device was returned in two separated pieces. Visual examination confirmed the device separated at the hypotube approx 6.5 inches from the distal end of the strain relief. Evidence of necking at the separated ends. The hypotube appeared kinked. The balloon did not appear to have been inflated. There is evidence of necking at the location of the separation, which indicates possible mishandling (such as excessive force) of the device by the user.